Manufacturer narrative:
As reported, there was a breakage of the guidewire loop of a 7f exoseal vascular closure device (vcd) that occurred in the patient's body when blocking was performed during a carotid artery stenting procedure. The breakage of the guidewire loop was removed from the patient by pulling it directly. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). There was no visual damage to the indicator wire prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's current status is good. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. Additionally, the handle of the device was opened to verify the presence of the indicator wire and observe any potential separation conditions related to the complaint; however, no separation or anomalies were observed. The reported event of ¿indicator wire separated¿ was not observed through analysis of the returned device since the device was received fully deployed. The device was opened and no separation was noted on the indicator wire. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine exactly what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no abnormality to the indicator wire. It was also reported that there was vessel tortuosity. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a breakage of the guidewire loop of a 7f exoseal vascular closure device (vcd) that occurred in the patient's body when blocking was performed during a carotid artery stenting procedure. The breakage of the guidewire loop was removed from the patient by pulling it directly. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). There was no visual damage to the indicator wire prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's current status is good. The device will be returned for evaluation.